Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patients' batteries were draining at a faster rate on the black lead than the white lead. The patient stated that the audio alarms are not as prominent as they should be. The log file revealed there were backup battery faults while attached to batteries. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: there was an incidental finding of wire fatigue, damaged power cables¿ strain relief, faded serial number label. The reported event of a dim pump power led and a backup battery fault was confirmed; however, the reported event of an issue with an audio alarm and batteries draining faster on the black power cable was not confirmed. The log file spanned approximately 1 days (27dec2020 to 28dec2020 per the timestamp). Backup battery fault alarm intermittently activated on 27dec2020 from 22:37 to 22:45 and on 28dec2020 at 06:27 due to ebb circuit fault. This occurred when a power cable was disconnected. The alarms resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarm was observed. Initial evaluation of the returned hm3 system controller, (B)(6) , revealed a dim pump power led and debris inside one of the speakers. The controller¿s speakers were tested with a sound meter and was above the minimum decibel level per design even before the debris was removed. After the debris was removed, the decibel level slightly improved. The controller was connected to a mock circulatory loop for an extended period of time without any issue. The controller was functionally tested revealing a higher than normal resistance from the power cables. Hi-pot test was performed on the individual wires and showed no current leakage. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis; however, the conductor breakdown within the power cable may have contributed to the depletion of the batteries faster. The conductor breakdown appears to be consistent with the repetitive flexing of the cable during use of the device. The dim pump power led is being addressed via the corrective action. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 27mar2018. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.